Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2014 with an orthopedic salvage system. Subsequently, patient was revised on (B)(6) 2014 due to lack of bony ingrowth after a patient fall. All components besides the tibial plate were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states: "the patient is to be advised of the limitations of the reconstruction, and the need for protection of the implants from full load bearing until adequate fixation and healing have occurred."